Event description:
It was reported the implantable neurostimulator (ins) was on and the battery was ¿draining fast.¿ all the boxes were empty. A coupling problem was reported, as the patient had poor coupling with the insr. The event happened over three weeks ago. The patient tried the antenna locate feature and it resulted in zero coupling. The patient charged for 3 hours yesterday and the battery/bars were not filling up. The patient wanted a new insr. Troubleshooting was performed and the patient was getting 8 coupling boxes. The green light was on, the plug displayed on the screen, the insr charge screen was present. The insr battery was half full. It was unknown if/where the battery icon was flashing. The insr appeared to be functioning as designed, however the patient was requesting a new insr. The patient received a new insr two days later, and when she tried to charge she saw the ¿recharge stimulator¿ screen. The patient programmer (pp) showed the same ¿recharge stimulator¿ screen. A communication problem was reported. It would not interrogate. No patient injury or indication of patient harm was reported. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3487a-56, lot# v134945, implanted: (B)(6), 2008, product type: lead. Product ID 3487a-56, lot# v134945, implanted: (B)(6), 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6), 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37082-20, serial # (B)(4), implanted: (B)(6), 2008, product type: extension. (B)(4).